Manufacturer narrative:
Date sent to the FDA: 02/10/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, blood loss, vaginal scarring and recurrence.

Manufacturer narrative:
Additional information. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh, bso, and excision of sebaceous cyst 1cm size from the left labia majora. It was reported that the patient underwent release of urethral mesh sling on (B)(6) 2016 due to urethral stenosis.